Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery, which was resolved by a complete infusion set change. The blood glucose reading was 130 mg/dl. The customer stated that this was the third or fourth time this issue occurred. He was unable to troubleshoot because he did not want to waste insulin filling a new reservoir. He stated that he would like to return the reservoir and infusion set for analysis. Nothing further reported.